Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty scope socket could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿non-olympus equipment can cause instability of the automatic brightness adjustment.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the reported issue of the spare lamp flickering on the front panel and the spare lamp coming on was not confirmed. The device evaluation found the spare lamp was working. However, the device evaluation found a bad scope socket, causing the front panel to flash. In addition, it was found that the device had a non-olympus bulb. The investigation is ongoing. Three attempts were performed to obtain additional information, but no response was received from the customer. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera iii xenon light source spare lamp flickering on the front panel spare lamp came on. The issue was found during an unspecified diagnostic procedure. There were no reports of patient harm.